Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing, however device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer's blood glucose was 7.5 mmol/l. Customer received a low battery alert prior to the replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alarm. It was stated that the new battery was not resolved the issue. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.